Event description:
It is reported that the devices were implanted in 2002. In 2005, patient was standing in driveway and stepped sideways and felt a "pop." Patient was unable to apply weight on left leg. Devices were revised on 01/31/2005.